Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a2, b7.

Manufacturer narrative:
Date sent to FDA: 5/4/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent surgery to address chronic left lower quadrant abdominal pain during which the surgeon noted there was adhesions to the piece of mesh which was noted to be curled up. The left lower abdominal mesh was removed. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced severe pain. No additional information is provided.